Event description:
It was reported that while using 5 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that contamination on media. Customer problem: reported plate contamination - bap lot number affected 1035642 1 plate (contaminated with organisms) and bap lot number affected 1042251 4 plates (contaminated with fungus)."

Manufacturer narrative:
H6: investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batches 1035642 and 1042251 were satisfactory at time of release and no quality notifications were generated during manufacturing and inspection of either batch. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on these batches were satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on either batch 1035642 or batch 1042251. Retention samples from batches 1035642 and 1042251 were not available for inspection. Returns were received for investigation. One loose plate from batch 1035642 and five loose plates from batch 1042251 in zip lock bags were returned in a fedex overpak envelope. The plate from batch 1035642 had surface bacterial contamination (time stamp 2124). The plate was submitted to the ID lab and micrococcus luteus was identified from batch 1035642. The five plates from batch 1042251 were inspected and three plates had surface fungal growth and two plates had surface bacterial growth. Plates were submitted to the ID lab and penicillium species, enterococcus faecalis and corynebacterium amycolatum were identified. No photos were received for investigation. This complaint has been confirmed. Based on the low defect rate for both batches, no actions are planned at this time. Bd will continue to trend complaints for contamination.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1035642. Medical device expiration date: 2021-05-27. Device manufacture date: 2021-02-04. Medical device lot #: 1042251. Medical device expiration date: 2021-06-04. Device manufacture date: 2021-02-11.

Event description:
It was reported that while using 5 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that contamination on media. Customer problem: reported plate contamination - bap lot number affected 1035642: 1 plate (contaminated with organisms) and bap lot number affected 1042251: 4 plates (contaminated with fungus) ".